Event description:
A us distributor contacted zoll to report that a patient developed an open skin irritation under the lifevest equipment. Patient described the area as a skin irritation under the te pads and electrodes that were open but now closed. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention, reporting out of an abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.